Event description:
Signs/symptoms/diseases being reported: swelling in right knee. Related to device = uncertain. Chronic effusion of right knee. Treatment - strengthening exercises. Resolution of event as of (B)(6) 2008 = unresolved.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. If additional info becomes available, it will be submitted in a supplemental report.